Manufacturer narrative:
The user complained that transmitter's power button came off. The transmitter was requested to be returned for further investigation. Visual inspection confirmed the customer complaint as the power button was missing when received. The potential root cause for the missing power button could be any external force applied on the transmitter or glue issue. Per the case notes, the user confirmed the button fell out after they placed medical tape "durapore" atop the button, then pulled the tape off. Investigation also found that there is liquid ingress on some parts of the circuit board and power button. The liquid ingress could have potentially caused the elevated temperature that the user observed on the transmitter. B4. Date of this report 30 october 2024. D9 device available for evaluation? Yes on 09/18/2024. G3.date received by the manufacturer? 30 october 2024. H3. Device evaluated by manufacturer? Yes . H6. Type of investigation updated to 10. H6. Investigation findings updated to 3243. H6. Investigation conclusions updated to 4307.

Event description:
On august 2, 2024, senseonics was made aware of an incident where the rubber button on the user's transmitter fell off. The user also reported that the transmitter was warm to touch.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.